Event description:
While attempting to fire a cs29 stapler via an idrivec in a laparoscopic sigmoid resection procedure, the initial press of the close/fire button of the idrivec did not result in an immediate firing of the stapler. After repeatedly pressing this button, the stapler was eventually fired.

Manufacturer narrative:
The patient's age and weight are unknown. (B) (4). The returned idrivec was visually and functionally evaluated. When tested the device was capable of firing a cs29 into 4 layers of foam without any unintended issues. The complaint could be duplicated, however, if the toggle switch was held in the left position while the close/fire button was being pressed. Under these conditions, there was no response from the attached stapler in response to presses of the idrivec close/fire button. The device may have inadvertently been put in this condition during the procedure. (B) (4)